Event description:
It was observed, during the device inspection. That the colonovideoscope exhibited foreign material inside the jet channel, around the biopsy channel, inside the bending section cover and around the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). The initial medwatch reported the returned device found foreign material inside of the jet channel, around the biopsy channel outlet, on the bending section cover adhesvie, and around the nozzle; however; the customer returned the device without reprocessing which caused the foreign material to remain in the device. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.